Event description:
Through implant patient registry it was learned that a 23mm 11500a valve in the aortic position, was explanted after an implant duration of four (4) years, eleven (11) months due to endocarditis, calcification, thickened leaflets with inadequate coaptation. The explanted valve was replaced with a 25mm 3300tfx valve. Per medical records, the patient presented with fever. The patient concomitantly underwent tricuspid valve repair utilizing a 30mm mc3 annuloplasty band and mvr with non-edwards device. Post bypass tee showed well-functioning valves. The patient tolerated the procedure well. Pathology report showed vegetation, pannus, and calcification.

Manufacturer narrative:
Based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Manufacturer narrative:
H10: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Event description:
Through implant patient registry it was learned that a 23mm 11500a valve in the aortic position, was explanted after an implant duration of 4 years, 11 months due to unknown reason. The explanted valve was replaced with a 25mm 3300tfx valve.